Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. A critical ram parity error was recorded on (B)(6) 2013. A parity error is considered low severity and the device should be able to recover after the reset. (B)(4).

Manufacturer narrative:
This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that a device electrical reset occurred, the battery voltage was low and elective replacement indicator (eri) was imminent. It was further reported that early battery depletion was suspected. A device replacement is planned. The device remains in use. No patient complications have been reported as a result of this event.